Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-sep-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. It was reported that the introducer did not detach and it was difficult to detach during insertion. The physician waited three months and then, hsg was done (in (B)(6) 2015). It was stated that it was not a typical hsg. It appeared to have distal placement. Hcp did not know if a piece of the coil broke off. Follow-up information received on 06-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: lot number: c06464 failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a reported technical product issue and a usability issue. The reported medical event is a known possible event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure inserted and during placement the introducer was difficult to detach and did not detach. Three months later, hsg was performed and it appeared to have distal placement (seen as device dislocation). Hcp did not know if a piece of the coil broke of (device breakage). Device dislocation is serious due to medical importance and listed in the reference safety information for essure. Device breakage is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During essure use, single cases of device breakage have been reported, mostly during difficult insertions. Also, essure may dislocate distally into fallopian tubes. Considering the reported events probably occurred associated to this difficult placement procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical event and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up from 04-jan-2016: follow-up attempts hav been completed, with no response to date. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure inserted and during placement the introducer was difficult to detach and did not detach. Three months later, hsg was performed and it appeared to have distal placement (seen as device dislocation). Hcp did not know if a piece of the coil broke of (device breakage). Device dislocation is serious due to medical importance and unlisted in the reference safety information for essure. Device breakage is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During essure use, single cases of device breakage have been reported, mostly during difficult insertions. Also, essure may dislocate distally into fallopian tubes. Considering the reported events probably occurred associated to this difficult placement procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.